Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range impedance measurements of greater than 2500 ohms. The device is scheduled to be changed out and the lead issue will be addressed at that time.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this report will be updated as necessary.